Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The water drainage on the objective lens was poor due to the clogging of foreign material in the air/water nozzle. The amount of air and water supplied was insufficient due to the clogging of foreign material in the air/water nozzle. The adhesive of the bending section rubber and the boot were damaged. The color of the identification index of the air/water cylinder was missing. The distal end cap at the instrument channel outlet was burnt and melted. There was a wrinkle in the insertion section. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, the reported event may have been caused by insufficient reprocessing or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to the olympus service operation repair center (sorc) because the air/water nozzle was clogged. There was no report of patient injury associated with the event. Sorc then inspected the device and found that the air/water nozzle was clogged with foreign material. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure.